Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on an unknown date. According to the complainant, during the procedure, the handle was turned and the band would not deploy. Reportedly, the device was removed from the patient. The procedure was not completed due to this event. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.